Manufacturer narrative:
Device has not been returned to the manufacturer. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that during the verify instruments task of a fess procedure, the straight suction was difficult to verify. The site was able to get it to verify. This caused no delay to the case. There was no reported impact on patient outcome.